Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced bilateral burning in her breasts in addition to bilateral pain. Clinical code "paresthesia" has been added to field h6 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that mentor manufacturer's report number 1645337-2022-00714 is a duplicate of this manufacturer's report number 1645337-2021-14435. Hence, any additional information will be reported under this manufacturer's report number 1645337-2021-14435. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with 800cc mentor memorygel breast implant on the left side and with 750cc mentor memorygel breast implant on the right side and experienced bilateral breast pain postopratively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).